Manufacturer narrative:
Additional information: d10, g4, h1 h2, h3, h6 and h10. An event of endocarditis was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 19mm trifecta¿ gt valve was implanted. On (B)(6) 2020, the valve was explanted due to valve degeneration due to endocarditis. A edwards magna ease size 23 was successfully implanted. The patient was reported to be stable condition.